Manufacturer narrative:
Medtronic received additional information that the reason for intervention was reported as severe aortic insufficiency. No additional adverse patient effects were reported.  A4: updated the weight d6: updated the implant date h6: updated the codes if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device remains implanted in patient. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 10 months post implant of this 23 mm aortic bioprosthetic valve, a 29 mm transcatheter aortic valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.